Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery because the tibial component is loose.

Manufacturer narrative:
Correction - h6 (clinical signs code). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below. ¿the CT-scan shows minor bone cyst in the region under the talar component and minor in the tibial component region. Otherwise, the components (talus, pe-liner and tibial component look intact and well-fixed) are in order. There are no signs of off-label use. More clinical information as well as the retrieved implant are necessary to determine the exact root cause.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery because the tibial component is loose.